Manufacturer narrative:
The investigation has been completed. The device was received for evaluation. Logs revealed the purge disk being inserted (purger status: sensor = 1), but suddenly the status changed to 0, which represented the blue housing (purge disk retainer) came apart and failed to hold the purge disk. The root cause of defective blue retainer was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a broken purge disc. A new console was used without any issues. No patient was involved.